Manufacturer narrative:
The risk level is the same as the residual risk from the pre-market risk analysis document, therefore no CAPA is required. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 286 mg/dl and a bolus was delivered via the pump to address the bg level. A system check was performed and the cartridge was found to be cracked. Reportedly, the customer had been using humalog in the cartridge for 4 day. Tandem technical support advised the customer to change the cartridge.